Event description:
It was reported that with fracture attachment connected, the table slid all the way to the foot end and the left table rail bent and both sides disengaged. Pt was on the table and the staff had to allegedly catch the pt before falling. There was no report of an injury to the pt or a delay in procedure.

Manufacturer narrative:
The table was examined by a berchtold field service technician the table was visually examined and tested with a different back section. It was concluded the original back section had bent rails and it would not lock into the table. The bent rails were replaced.